Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/1/2025, a sales representative emailed to report that two ar-3636 knotless 1.8 fibertak pulled out during shuttling. The case was completed using two other ar-3636 knotless 1.8 fibertak. No patient harm was reported. This was discovered during a procedure. Additional information was received on 10/7/2025: the patient underwent labral repair surgery on (B)(6) 2025. During the procedure, the anchors were removed. No breakage occurred inside the patient, and no fragments were retained. The surgery was not delayed, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed, as no photographic evidence was submitted for investigation. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse, specifically misaligned insertion or prying/leveraging the device during use.